Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unknown. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 was smoking inside the tunnel. A replacement device was used to complete the procedure. The hospital did not report any patient effects.